Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) got the new information from the user that the subject device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope, using peracetic acid. The subject device has not been returned to omsc but was returned to olympus europe se & co. Kg (oekg). Oekg sent the subject device to a third party laboratory for microbiological testing. As results of the testing were positive as followings; -all channels of the subject device; gram positif (1cfu/120ml) but the testing result cleared the french guideline. Oekg checked the subject device and found followings; the insulation of distal end was out of specification; the light guide lens was chipped; the distal end cap was worn; the adhesive on the bending rubber was worn out; the coating of the insertion tube was peeled off; the control body unit and control body cover were damaged; the key top rubber of the remote switch 1 was perforated; the universal cord had wrinkles; the bending angle did not meet specification; the instrument channel was worn (not to be easy of cleaning brush passage). Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc, but was returned to olympus (B)(4) for the evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for the following microbes; stenotrophomonas maltophilia (xanthomonas maltophilia) 1cfu/100ml. Klebsiella pneumoniae 160cfu/100ml. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.